Manufacturer narrative:
The lens was returned adhered by blood and solution to a surgical sponge. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Power and resolution could not be reverified due to the extensive optic damage. Information was provided in the file that the multifocal, 22.5 diopter (1.50cyl), add power +2.2 and 3.2 lens model was replaced with a non-company monofocal, 22.0 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had halos and shadows blocks her vision, blurry vision. The iol was exchanged for non-company monofocal lens. Clinical reason for explant mentioned as negative dysphotopsia. Additional information has been requested.